Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Ccd defect. Image disturbances, blackout during first examination, when the chip is heated. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the ccd has been replaced. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.